Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements gaining to greater than 200 ohms. It was noted that this patient had new pulmonary embolisms and was under treatment for malignant melanoma. Technical services (ts) discussed with the health care professional (hcp) possible options including x rays and defibrillation threshold (dft) test to confirm shock success. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements gaining to greater than 200 ohms. It was noted that this patient had new pulmonary embolisms and was under treatment for malignant melanoma. Technical services (ts) discussed with the health care professional (hcp) possible options including x rays and defibrillation threshold (dft) test to confirm shock success. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that dft was performed resulting in a 170 ohms measurement. The field representative noted this was a normal measurement for this patient, which ts noted was high. Ts reviewed the chest x rays that were available noting the image was remarkable for visible adipose tissue under the coil. This s-ICD is well placed against the rib cage. The electrode placement and orientation was less than optimal, being approximately two inches more superior than desired and deviates to the left at the tip. The a electrode could be described as being located mid pectoral. There was a concern that the defibrillation vector does not have enough ventricular myocardium to be effective should the patient require rescue. Ts recommended discussing this concern with the physician.